Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received the open book image on the insulin pump screen. The customer¿s blood glucose level was 325 mg/dl at the time of the incident and current blood glucose level is 292 mg/dl. The customer was assisted with troubleshooting and reported that insulin pump had arrow pointing to manual with question mark. Insulin pump was exposed to moisture. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.